Event description:
It was reported that during a kissing balloon technique stenting procedure, a 3.0x18mm xience xpedition was taken through a 6 french (f) guiding catheter without issue. The stent was then deployed. A 3.5x28mm xience xpedition met resistance during advancement, due to the inner diameter of the guiding catheter, and during advancement kinked then broke at the hypotube. The 3.5x28mm xience xpedition was removed without issue. The 6f guiding catheter was exchanged for a 7f guiding catheter and the procedure was completed without issue, using another 3.5x28mm xience xpedition. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft kink and separation were confirmed. Difficult to position/guiding catheter resistance could not be replicated due to the condition of the returned product. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.